Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The proximal only segment was returned severed 12.5 centimeters (cm) from the terminal pin with the coils stretched at the distal end. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited an extra signal right before intrinsic activity on the rv channel. The signal was oversensed and resulted in a ventricular fibrillation (vf) and premature ventricular contraction (pvc) marker displaying. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remained implanted and in service for 2.7 years and was then explanted and returned for an unspecified reason. A portion of the rv lead was severed and returned. Additional information was received during analysis of the crt-d that upon review of device memory, several shock lead open messages were recorded prior to device explant.